Manufacturer narrative:
Section b5: patient readmission on (B)(6) 2023 was originally reported under manufacturer report number 2916596-2023-07912 manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported ventricular tachycardia (vt) could not be conclusively determined through this evaluation. The patient remains ongoing on hmii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. The IFU list cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on MFR# 2916596-2023-07912 that the patient was admitted again on (B)(6) 2023 for ventricular tachycardia (vt). The patient received treatment and was discharged on (B)(6) 2023. It was also noted that the patient had a prior history of vt and had an implantable cardio defibrillator (ICD) implanted prior to their left ventricular assist device (lvad) implant. It was reported that the patient was admitted on (B)(6) 2023 for sustained ventricular tachycardia (vt). The patient experienced symptoms including nausea; however, the arrhythmia did not result in any clinical compromise. The patient received a direct current (dc) cardioversion and antiarrhythmic medications and was discharged on (B)(6) 2023. It was noted that the patient had a history of vt prior to lvas implant, and the arrhythmia was not considered to be device related. The patient was later readmitted on (B)(6) 2023 for a planned vt ablation procedure; however, the patient's arrhythmia disappeared, and the procedure was not performed. The patient was discharged on (B)(6) 2023 and would continue to be monitored.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for sustained ventricular arrhythmia and was treated with cardioversion and administration of anti-arrhythmic agent. They were discharged on (B)(6) 2023.